Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. There are clinical factors that may have contributed which include the patient's unique anatomy, diet and medication compliance, and other related comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Pump remains implanted.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2017 after a recent hospitalization for suspected gastrointestinal (gi) bleed [MFR report #: 3007042319-2017-00513]. Lab work showed her hemoglobin (hgb) dropped yet again to 6.4 (down from 8.1 at discharge) and an international normalized ratio (inr) of 2.1 (slightly supra-therapeutic). The patient denied any alarms associated with the volume loss or any overt signs of bleeding. The patient was admitted and her anticoagulation meds were again stopped. She was transfused a total of 2 units prbc's during her hospitalization. The gi team was consulted, but again chose to not perform any invasive diagnostics and associated the hgb drop with acute on chronic anemia. The patient was again challenged with her oral anticoagulants (aspirin 81mg daily and warfarin with inr goal 1.5-2.0). She was also started on weekly IV iron infusions for 10 weeks per gi recommendations. The patient was discharged home on (B)(6) 2017 and to date has been stable at home with no further bleeding issues. The last hgb reported was 8.9 by her home health nurse on (B)(6) 2017.